Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that in late (B)(6) of 2013 (did not recall day) he obtained a high blood glucose result of ¿262 mg/dl¿ with the subject meter, prior to lunch. The patient informed the mss that he his blood glucose results usually fall between ¿80 and 120 mg/dl¿. The patient manages his diabetes by taking a mix of humalog and humulin insulin twice a day. In response to the elevated result, the patient stated he administered an extra dose of insulin (does not recall amount) and approximately 35-40 minutes later began to feel shaky and disoriented. In response to onset of symptoms, the patient stated he took glucose tablets and drank soda and confirmed feeling better afterwards. During the follow-up call, the patient informed the mss that the inaccurate high result was most likely as a result of testing with a test strip that was stored outside of the test strip vial. The patient mentioned he was aware of his mistake and discarded the other unused test strips that were stored outside of test strip container. Replacement products were sent to the patient. This complaint is being reported because the patient reported that he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, a secondary issue was noted when the meter was found to be missing a part. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.